Event description:
It was reported that revision surgery was performed due to patient falling off a roof. Surgeon removed the genesis 7left cocr femur and at 6left genesis tibia with a 5-6x 11mm polly.

Manufacturer narrative:
The associated complaint device was not returned for evaluation. Please see attached for the results of our investigation.